Event description:
Ous MDR. About 4 hrs post implant, loss of capture and increasing impedance up to 1100 ohms were reported. The lead was exchanged for another one.

Manufacturer narrative:
Ous MDR. Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the loss of capture and high impedance measurements as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The bent distal part is due to mechanical forces. The analysis did not reveal any sign of a material or mfg problem. Mechanical stress during the explantation procedure should be taken into consideration.